Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to output pacer current. Complainant indicated that there was no patient involvement in the reported malfunction. See scanned pages.